Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to prying and leveraging the device during use.

Event description:
It was reported that, during an arthroscopic hip labral repair surgery, approximately 2-3cm of the metal inserter broke off when the surgeon inserted the first anchor. The surgeon was able to retrieve the entire piece after approximately 15min and finished the surgery successfully with an additional device with the same part number. There was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.